Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, 2 liners (group c) were not able to seat on the 50mm prime cup (group c). So the surgeon changed to 48mm because pelvis was fractured by strong hitting to seat the liners. But the liner (group b) was not able to seat on the 48mm prime cup (group b).